Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that keypad was slow and hard to press. Customer's blood glucose was in the 400 mg/dl and 500 mg/dl. After troubleshooting, caller was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The pump was received with no esc and act button response due to flattened button dome switch. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test due to the unresponsive buttons. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.